Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The treatment and outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.